Event description:
Caller reported a malfunction on the pump, indicated by code 199 in tandem source, which was identified as a pump malfunction 0. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted with resetting the pump by technical support and was advised to call back if the malfunction code recurred; the issue was resolved, and the pump was able to be used normally.